Manufacturer narrative:
Lead is expected to be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated patient¿s heart wall. It was confirmed via fluoroscopy. A surgical procedure was performed wherein this lead was explanted and replaced. No additional adverse patient effects were reported.